Manufacturer narrative:
The agent reported, patient presented to positions office with a knee that was red, swollen and warm to the touch. An aspiration was done in the office and it was decided that the patient should be brought in for an incision and drainage of her left. Total knee with insert exchange. Patient was brought to the or. Pauly was removed. Wound was irrigated and an extensive debridement was done. Insert trials were placed. It was decided that a 16 mm insert was appropriate. Insert was passed and implanted. Female 61. Complaint has been evaluated and is similar to report number 1644408-2023-00284; 342-10-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.